Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included anti allergic agents, other antiinflammatory agents in comb. And pregabalin (lyrica). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), hot flush ("hot flashes"), mood altered ("moody"), emotional disorder ("emotional") and ovarian cyst ("cyst on left ovary") and was found to have neoplasm malignant ("cancer"), neoplasm ("tumor"), teratoma ("teratoma"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain/loss- gain"). The patient was treated with surgery (removal scheduled (B)(6) 20). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, neoplasm malignant, neoplasm, teratoma, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, weight increased and nervous system disorder had not resolved and the hot flush, mood altered, emotional disorder and ovarian cyst outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, hormone level abnormal, hot flush, mood altered, neoplasm, neoplasm malignant, nervous system disorder, ovarian cyst, pelvic pain, teratoma, tooth disorder and weight increased to be related to essure. The reporter commented: there are filling defects within the intrauterine cavity, consistent with air bubbles. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-jan-2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), neoplasm malignant ('cancer'), neoplasm ('tumor') and teratoma ('teratoma') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included anti allergic agents, other antiinflammatory agents in comb. And pregabalin (lyrica). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), hot flush ("hot flashes"), mood altered ("moody"), emotional disorder ("emotional") and ovarian cyst ("cyst on left ovary") and was found to have neoplasm malignant (seriousness criterion medically significant), neoplasm (seriousness criterion medically significant), teratoma (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain/loss- gain"). The patient was treated with surgery (removal scheduled (B)(6) 2020). At the time of the report, the pelvic pain, neoplasm malignant, neoplasm, teratoma, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, weight increased and nervous system disorder had not resolved and the hot flush, mood altered, emotional disorder and ovarian cyst outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, hormone level abnormal, hot flush, mood altered, neoplasm, neoplasm malignant, nervous system disorder, ovarian cyst, pelvic pain, teratoma, tooth disorder and weight increased to be related to essure. The reporter commented: there are filling defects within the intrauterine cavity, consistent with air bubbles. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pif received. New reporter added, removal scheduled added for event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.